Event description:
According to the implant summary card returned from the user facility indicating that cryolife tissue was explanted from a patient on (B)(6) 2021. A query of the cryolife implant tracking database revealed the patient had a sgpv00 serial number: (B)(6) implanted on (B)(6) 2018.

Event description:
According to the implant summary card returned from the user facility indicating that cryolife tissue was explanted from a patient on (B)(6) 2021. A query of the cryolife implant tracking database revealed the patient had a sgpv00 serial number: (B)(4) implanted on (B)(6) 2018.